Event description:
Patient wore the maxtrax diabetic boot for 2-3 weeks and noticed large blisters on both heels and reopening of a newly healed ulcer underneath the right foot. The patient contacted the clinic and was instructed to discontinue use.

Manufacturer narrative:
After review of the returned boots, it was clearly identifiable that the diabetic boots were not used as intended. The pre-cut foam cubes were not removed and arranged as described in the IFU; which would have replaced the contacts on the plantar surface, thus alleviating pressure on current or potential ulcers.